Event description:
It was reported that a month ago the customer had an alarm. The customer at that time was hospitalized for high bgs and pneumonia. The customer did not provide more info about the event. The customer called later and reported the alarm is recurring during rewinding. Bgs were treated. Instructed the customer to revert to a back up plan of manual injections. Few weeks after the customer called back again and reported that they were hospitalized for low bgs a month prior to the last calls. The cause of low bgs was unk, but the customer believes the pump was not functioning properly. The customer was having a dui issue.